Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia, dislodged and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient called their doctor and was diagnosed with blood glucose (bg) values reaching over 500 mg/dl. The patient was nauseous and vomiting, as well. The cannula was dislodged and bent. For treatment, the patient was prescribed medication for nausea and advised to give themselves manual injections. No further details to report.